Event description:
This report is related to customer complaint (B)(4) made against another product, dpb1 ssp unitray 12 tests (sku 451606d, lot 009 1464121). The customer reported that the reactivity for lanes 13, 27, 30, 39 and 40 was negative for the dpb1 99:01 allele when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to potentially mistyping a dpb1 99:01 allele as a dpb1 39:01 allele. The complaint has been confirmed and in addition to the product against which the complaint was lodged, it was found that product (B)(4) unitray w/taq 12 test lot 009 1464121 1640996, the subject of this report, was impacted.